Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate balloon broke. The event occurred during filling with nacl solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured november 27, 2017 ¿ november 29, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.